Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they went to their urologist yesterday and changed programs, then in the "middle of the night" they had "a lot of pain in right buttock" and they turned stimulation down to zero, but they couldn't get the handset to power off. Reviewed powering off handset, caller was able to power off on the call. Caller said that when they left hcp yesterday, "had no vibration whatsoever" and that they didn't do anything "extraordinary" yesterday, but then had the "bizarre pain in the middle of the night". Caller said they turned stimulation down to zero and "got a heating pad put under my tush and was fine". Caller said they turned stimulation back on during the call and they could still feel vibration, and described it as "mild" but not uncomfortable. Reviewed stimulation expectations. Caller also asked about communicator charging. Reviewed communicator lights. Redirect to doctor if issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were instructed to turn off the program then restart the next day at a lower level. The issue had been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that seven days ago, they changed to a custom program and had the amplitude set to 1.0. Patient said when they increase stimulation, it works one day and then not much the next day. Patient said they had increased stimulation slowly within the last week and now they were back up to having the urge to eliminate and they were going so frequently in the morning, 4 times in the first 3 hours of the day. Patient said as the day goes on, they can go 2-3 hours without the urge to go and sometimes even 5 hours. Patient said they hadn't found a program that could control the morning issues yet (since implant). The reason for call was patient said they increased stimulation comfortably today (B)(6) 2023 and after they came back from their walk, they felt the most intense rectal pain. Patient said it was so intense they were almost crying. Patient said they felt a jolt and it was crippling and they didn't know what had happened because they go for a walk every day. Patient mentioned that on this program, the only amplitude they could tolerate was 1.0. Patient said they turned off their ins completely and they could hardly wait to turn their devices on to do so. Patient said now that the ins was off, the pain was starting to subside. Patient services reviewed therapy optimization options and patient asked if it was ok to turn ins off. Patient services reassured patient and patient said they will keep ins off for a little bit more time, monitor symptoms and make adjustments to therapy at a later time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.